Manufacturer narrative:
(B)(4). The complaint is a result of use error and is therefore confirmed. The assignable root cause is breach of aseptic technique. A batch review was performed for potentially associated lot number gd887695. There were no issues detected during the manufacturing of this batch. A labeling review was performed which found the labeling adequate for the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Event description:
Initially the home patient (hp) contacted baxter technical service requesting technical assistance for an unrelated issue during peritoneal dialysis (pd) therapy on the homechoice machine. During the conversation, the hp stated he had peritonitis last week. The solution to the unrelated issue was provided over the phone and there was no user injury or need for medical intervention at the time of the initial call. On (B)(6) 2011, baxter global pharmacovigilance (gpv) made a follow up call to the peritoneal dialysis nurse (pdn) regarding the peritonitis and received the following information. On an unreported date the patient began therapy with unspecified dianeal and extraneal solutions (doses, frequencies, and lots not reported) intraperitoneally (ip) for pd therapy. On an unreported date the patient was diagnosed with peritonitis. Treatment was not reported. The pd nurse stated the unspecified organism was gram negative. She stated the event of peritonitis was not related to the machine or solutions. The pdn further stated that the patient self contaminated. The event of peritonitis had resolved and the patient had been retrained. No further information was reported or expected. Past medical history and concomitant medications were not reported.